Event description:
It was reported that after a few days of use, a crack was found on the prod, close to the connector. The pt was re-intubated without incident or harm. It is not known if the tube was pre-tested before intubation.

Manufacturer narrative:
Return of the shiley 8 lpc tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.